Manufacturer narrative:
(B)(4) .physio-control determined the cause for the malfunction to be intermittent output from the y4 crystal on the digital pcb assembly. A replacement device was provided to the customer.

Event description:
It was initially reported that the device illuminated the service indication. There was no patient use associated with the event. Physio-control evaluated the device and verified the reported problem. Physio also found that the device locked up was unable to deliver defibrillation therapy.